Manufacturer narrative:
Upadted blocks: d9, h3 and h6 the reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed voltage reading on the power supply to be low. It was reading 0.96 volts direct current (vdc), specification is 24.5 vdc +/- 5%. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Corrected block: g5. Updated block: b5.

Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2020, the team received a message on the central control monitor (ccm) of the heart lung machine (hlm) that stated that the battery could not be charged and full battery back up may not be available. The team did not loose power and ran the procedure on alternating current (a/c) the entire time. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this event.

Manufacturer narrative:
Per the manufacturer's technical support specialist, the power supply was replaced by the user facility's biomedical technician.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, a 'batteries cannot be charged' error message was displayed. The unit was continued to be used as it ran on alternate current (ac). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.